Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the data could not be transmitted from device to merlin.net. Device was not connecting to merlin mobile application. Cause of the issue was not determined. Patient was fine.